Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sometimes did not absorb correctly. Per sample evaluation results on (B)(6) 2024, it was reported that the quick check performed on the arctic sun device and found that the flow rate and pressure fluctuate sporadically. Manifold assembly and input/output circuit card defective. The hose from the circulation pump was too large, so that the plug on the hose was hanging loose. The diameter of the hose was approx. 3 mm larger than the hose from a new circulation pump . Per sample evaluation results on (B)(6) 2024, it was reported that the circulation pump was not working properly.